Event description:
It was reported to philips that the suite computer had no power preventing a full system boot. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.